Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation. A non-edwards contamination shield was located between approximately 46 and 89 cm from the catheter tip. No introducer or packaging was returned. The contamination shield was removed for evaluation. The catheter body was collapsed under the distal adaptor of the contamination shield at approximately 46 cm from the catheter tip. As received, blood was observed from the thermistor connector. Catheter was connected to the vigilance ii monitor and "check thermistor connection" error message was shown. No visible inconsistencies on eeprom data was observed. Resistance value of thermal filament circuit measured within specifications. Two punctures, approximately 0.5 mm and 0.5 mm long, were found on the catheter body at approximately 26 cm from the catheter tip. Leakage was found from the 2 punctures when air was injected into the distal lumen, balloon inflation lumen, and thermistor lumen. The proximal injectate lumen was patent without any leakage or occlusion. Blood was observed under the balloon latex. The balloon failed to maintain inflation due to leakage from the punctures and distal lumen. No visible damage to the balloon or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at magnification 20x and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of ¿'thermistor' error message was observed¿ and ¿blood leakage was observed from the thermistor connector¿ was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that "thermistor' error message was observed when cco measurement was restarted after the patient was taken off the artificial heart-lung machine during use. Blood leakage was observed from the thermistor connector at the time. The catheter was used for mitral valve replacement and the coronary triple vessel bypass surgery." No patient injury was reported.